Manufacturer narrative:
The customer attempted several software reboots, but software errors continued. A siemens customer service engineer (cse) was dispatched to the customer site. Upon arrival, the cse found the system unresponsive, unable to load graphical user interface. After evaluation of the instrument, a communication issue was discovered between aptio and aptio monitoring component. The cse began to troubleshoot controller area network (can) and found aliquoter can boards had no power. The cse removed the aliquoter from layout file and rebooted system without issue. While troubleshooting the aliquoter; the cse found 24 volt can fuse was blown, preventing power from getting to can network. The cse removed and replaced the fuse, re-initialized the system with aliquoter back in layout file, and the system initialized without issue. The cause of the delay in reporting results was due to a faulty 24 volt can fuse. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that the aptio automation system software would not launch. The customer was unable to access samples in the refrigerated storage module, causing delay in testing. Approximately fifteen patients had to be redrawn and approximately forty patients had a delay in result reporting. There are no known reports of patient intervention or adverse health consequences due to the delay.